Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6-component code and h6-medical device problem code. New information added to the following field(s): d8, d9, h3, h4 and h6. Device was returned and the customer's allegation was not confirmed. The device evaluation confirmed that the light icon function of high intensity mode stopped due to wear of the scope socket slide switch. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited lamp does not light. There is no light coming out from the scope. And the light icon does not work either. There were no reports of patient harm.